Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for use. During the procedure, abnormal rotation speed was noted with a speed of 110000 rpm in dynaglide mode. The problem persisted even after checking the connection, turning the power on/off, and replacing the advancer. The procedure was cancelled since there was no replacement device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console failed to final functional test with a reading of 111.253 scfh. The acceptable range is 45 +/- scfh. The pneumatic kit from the gold unit was swapped into the console and passed the final functional test without failing at any step. Console passed the visual inspection showing no signs of physical damage and/or markings.

Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for use. During the procedure, abnormal rotation speed was noted with a speed of 110000 rpm in dynaglide mode. The problem persisted even after checking the connection, turning the power on/off, and replacing the advancer. The procedure was cancelled since there was no replacement device. No patient complications were reported.